Event description:
Pt on a ventilator. The humidification chamber was changed. Following change, there was a noted decrease in the peak inspiratory pressure from mid 50's to mid 40's. Pt became agitated and paco2 increased to 77. Pt was disconnected from ventilator and hand ventilated. Entire cirwcuit was changed and evaluated. Crack in plastic dome of chamber was found.